Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿psychiatric follow-up for anxiety¿ and is ¿distressed and anxious about the news of the recall.¿ patient later reported right side capsular contracture baker grade unknown. Patient also reported "thyroid carcinoma", which is not device-related. The device remains implanted.